Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened arterial catheterization set for analysis. No signs of use were observed. Visual analysis revealed that the needle cannula had separated from the needle hub. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Microscopic examination revealed that there was little to no adhesive residue in the hub nor on the proximal end of the cannula. The needle cannula was also bent at a location that would normally be inside and protected by the hub. It's likely that the bend occurred during retrieval of the product after the cannula was separated from the hub or during the shipping process from the customer site. The needle cannula total length (according to measurement e in the cannula graphic) measured 3.820 inches (97 mm), which is within the specification limits of 3.780" - 3.820". The cannula inner diameter at the proximal and distal ends measured .019", which is within the specification limits of .0190"-.0205" per the cannula graphic. The cannula outer diameter measured .0281", which is within the specification limits of .0280"-.0285" per the cannula graphic. The needle cannula contains one bend 12 mm from the proximal end. The guide wire was able to unable to pass completely through the needle cannula due to the kink. The needle cannula was able to be easily removed and advanced within the hub, up to the kinked portion. A device history record review was performed, and no relevant findings were identified. The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. The needle cannula had separated from the needle hub. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during insertion, the physician noted blood return and slid the guide into the artery. When separating the needle from the catheter, the physician had difficulty removing the needle and "the system split in two parts". The device was removed in its entirety. Pressure and a bandage were applied to the site. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: during insertion, the physician noted blood return and slid the guide into the artery. When separating the needle from the catheter, the physician had difficulty removing the needle and "the system split in two parts". The device was removed in its entirety. Pressure and a bandage were applied to the site. No patient injury or complication reported. The patient's condition is reported as fine.